Manufacturer narrative:
The potential lot numbers are r16b19024 and r16c22083. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a chemotherapy access set separated. The reporter stated that the separation occurred at the end closest to the patient during infusion. The event was resolved by replacing the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot r16c22083 was manufactured on (B)(6) 2016. Lot r16b19024 was manufactured on (B)(6) 2016. The device was received for evaluation contaminated with chemo. Visual inspection identified that the tubing separated from the male luer inlet port. Inspection of the tubing end showed that there was no visible solvent plow ridge. The reported condition was verified. The cause of the condition was due to a lack of solvent used during manual assembly. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.